Event description:
Boston scientific received information that during the implant procedure, prior to inserting the right atrial (ra) lead into the pacemaker header, the distal part of the terminal pin was slightly bent. It was unknown if the lead came out of the packaging that way or if this lead damaged occurred during the extending of the set screw. When inserting the ra lead into the pacemaker, the physician experienced difficulty getting the terminal pin all the way through the distal terminal block. The terminal pin was thought to be seen and when tightening down the distal set screw first and performing tug test as the lead did not pull out. Therefore, continuation with the closure of the pocket continued. However, upon interrogating the device before patient was taken off the table impedances of greater than 2500 ohms was noted with normal sensing. The threshold was difficult to determine due to artifact on the atrial electrogram. The physician elected to program the device to vdd with a lower rate limit of 50 until a decision was made on what to do about the ra lead.

Manufacturer narrative:
Resolution has been requested from the field representative who later reported that the following day the physician revised the system. The atrial lead terminal pin was straightened and rechecked through the pacing system analyzer with normal readings. The lead was reinserted into the pacemaker also with normal readings. Both products remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high thresholds, high impedances, and insertion difficulty.

Event description:
Additional information was received and this device was explanted and returned for analysis. No additional adverse patient effects were reported.